Event description:
It was reported that pump displayed malfunction alarm identified as malf 9 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset, did not experience recurring malfunction after reset, and was advised to continue using pump and call back if issue occurred again, which customer acknowledged and understood.